Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. He reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was that a monitor belt receptacle was glued to the belt's trunk connector, preventing it from connecting to a monitor. The root cause for damaged connector was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.